Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak. Customer stated the reservoir was discarded. Customer stated the location of the leak was in the pump. The customer stated fluid was visible in the battery, reservoir compartment and under lcd display. Customer was unsure if leak was past 1st or 2nd o ring. Customer stated there was an air bubble in the reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.